Event description:
As reported by the user facility: running scuf operator claims that the machine has taken off more weight than programmed over a 15 hour therapy. Operator claims that the diapact has not alarmed and they have not selected therapy reset. Additional information provided by the user facility indicated that when the clinician believed that the uf rate was inaccurate, the clinician then changed the therapy mode on the machine from scuf to cvvh to that the patient could continue to be treated. There were no adverse effect on the patient.

Manufacturer narrative:
A braun customer engineer inspected and tested the device at the customer location. All calibration points were verified to be within specifications and a test therapy was run that concluded that the weight removal was accurate and within specification. Incidents of this nature have been attributed to programming the uf parameter incorrectly. The fact that therapy was continued successfully using a different mode of operation further verifies that the machine functioned properly since the same weight control on the machine is used regardless of the mode of operation. The machine was placed back into operation after the inspection, without problem.